Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particle material on the shell, deformation, red tissue. Continued h.6. [Health effect - impact code]: f2203.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.6., d.4., h.4., h.6. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
The device remains implanted. Healthcare professional reported capsular contracture, baker grade "iii/IV," "unusual looking silicone implant," and cyst.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side pain and "peri-implant fluid." The device remains implanted.